Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001822565 -2017 -07678, 0001822565-2017-00675, 0001822565-2017-08590, 0001822565-2017-08591. Concomitant medical products: 00877503202 bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14 lot 2796802. Reported event was confirmed by review of the provided op notes. Operative findings showed no evidence or any fluid expressing from the joint and there was no evidence of any sinus. Aspiration under fluoroscopic guidance with the needle on the neck of the prosthetic component yielded only a small amount of clear fluid, which is negative for any evidence of any infectious process. As stated in op notes patient has no obvious clinical signs of infection with any fever or chills. Surgeon felt that due to the fact that the patient was on plavix that there might be a possible bleed deep to the either subcutaneous tissue or tensor and that this was the etiology of patient symptoms. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported that the patient¿s legal counsel reported that the patient underwent total hip arthroplasty. Approximately two months following the post implantation patient underwent an I&d of the soft tissue due to hematoma with probable infection.